Manufacturer narrative:
Based on the results of the investigation, it is likely that the following led to the malfunction: cause traced to a component failure. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head cable unit was detached, and there was poor watertightness of the cable unit. Watertightness was lost. The issue was discovered during preparation for use. There was no patient involvement.